Event description:
Consumer stated her daughter removed a tampon and a piece broke off and remained inside her. Her gynecologist examined her and no pieces remained.

Manufacturer narrative:
Device history record could not be reviewed since lot code info was not provided. Consumer did not return product samples for eval.